Event description:
The customer reported high blood glucose. The blood glucose reading was 500 mg/dl. The patient stated that she needed help with doing an infusion set change. The customer was advised on how to properly do an infusion set change. The patient was advised to see a physician if high blood glucose levels appear again. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.